Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt said when they go to charge their ins it would start to charge and then goes to an "rm08 call mdt". Pt said they spoke with the rep who had them reset the controller however, it did not resolve their issue. Pt mentioned that they recharge their ins about every 3 days and they recently started turning the ins when they charge to decrease charging time. Patient services specialist (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Pt was able to then start recharging their ins with excellent charging quality. Pt said they were not able to charge their ins past 70% last night (pt said it would stop charging after about 5-10 minutes but pt could not remember the code that displayed). On the call, pt was able to increase their ins battery to 80% and still had excellent charging quality. Pss reviewed to allow the ins to keep recharging and to monitor/call back if issue persists. Pss also reviewed to write down/take a picture of message if it reappears on the controller; pt confirmed they understood. Pt mentioned that they turn their ins off at night because it "electrocutes" them. Pt then further explained that they can feel the stimulation when they lay down, said it saves them battery when it's off at night and said when they were laying down, they do not need the stimulation because it takes the pressure off. Pt mentioned that they take pain pills in the morning.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h6. Codes updated. Device code a071302 doesn't apply. Patient code e2104 doesn't apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and noted they saw the "rm08 call medtronic" message again when charging their implanted neurostimulator (ins), but was unsure of the exact error message. Patient service specialist (pss) helped the pt inspect the recharger telemetry module (rtm) plug and controller port, but no visible damage was detected. Pt cleaned the rtm plug pins and controller port. Pt noticed sometimes when they pressed "continue" on the screen their controller wouldn't do anything and they would have to hold down the "continue" button; the controller was unresponsive. Pt noted they had been charging for 2 years and knew how to place the rtm correctly and they noted they would place their implantable neurostimulator (ins)in the middle of the rtm. Pss reviewed proper rtm placement. Pt initiated a charge session to their ins and saw good quality that went to excellent. Pt was in a seated position and noted the rtm was so "touchy" when charging their ins. Pt noted their controller battery was at 90% and their ins battery was at 30%. Pt noted their ins battery increased up to 40% during the call. Pt said their ins would only take "30%" of their pain away. They later call ed back same day and mentioned they got their implanted neurostimulator(ins) charged to 80%, but then got a message that said "could not find ins." Pt mentioned they could not get their ins to reconnect to the recharger antenna (rtm), but eventually got the rtm to connect to the ins after letting the relay box cool down. Pt mentioned the relay box on the rtm cord got really warm/hot. Pt reiterated details about code "rm08." Pt had blown into the controller port to try to clean contacts inside controller. During the call, the relay box was heating up. A replacement controller was sent out.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial#(B)(6) product type recharger product ID 97745, serial# (B)(6) product type programmer, patient h3: analysis of the recharger (product ID 97755, serial# (B)(6) found no anomalies; they couldn't replicate the rm08 error code and the recharger found the ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The pt said when they go to charge their ins it would start to charge and then goes to an "rm08 call mdt". Pt said they spoke with the rep who had them reset the controller however, it did not resolve their issue. Pt mentioned that they recharge their ins about every 3 days and they recently started turning the ins when they charge to decrease charging time. Patient services specialist (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Pt was able to then start recharging their ins with excellent charging quality. Pt said they were not able to charge their ins past 70% last night (pt said it would stop charging after about 5-10 minutes but pt could not remember the code that displayed). On the call, pt was able to increase their ins battery to 80% and still had excellent charging quality. Pss reviewed to allow the ins to keep recharging and to monitor/call back if issue persists. Pss also reviewed to write down/take a picture of message if it reappears on the controller; pt confirmed they understood. Pt mentioned that they turn their ins off at night because it "electrocutes" them. Pt then further explained that they can feel the s timulation when they lay down, said it saves them battery when it's off at night and said when they were laying down, they do not need the stimulation because it takes the pressure off. Pt mentioned that they take pain pills in the morning. The patient (pt) called back and noted they saw the "rm08 call medtronic" message again when charging their implanted neurostimulator (ins), but was unsure of the exact error message. Patient service specialist (pss) helped the pt inspect the recharger telemetry module (rtm) plug and controller port, but no visible damage was detected. Pt cleaned the rtm plug pins and controller port. Pt noticed sometimes when they pressed "continue" on the screen their controller wouldn't do anything and they would have to hold down the "continue" button; the controller was unresponsive. Pt noted they had been charging for 2 years and knew how to place the rtm correctly and they noted they would place their implantable neurostimulator (ins)in the middle of the rtm. Pss reviewed proper rtm placement. Pt initiated a charge session to their ins and saw good quality that went to excellent. Pt was in a seated position and noted the rtm was so "touchy" when charging their ins. Pt noted their controller battery was at 90% and their ins battery was at 30%. Pt noted their ins battery increased up to 40% during the call. Pt said their ins would only take "30%" of their pain away. They later called back same day and mentioned they got their implanted neurostimulator(ins) charged to 80%, but then got a message that said "could not find ins." Pt mentioned they could not get their ins to reconnect to the recharger antenna (rtm), but eventually got the rtm to connect to the ins after letting the relay box cool down. Pt mentioned the relay box on the rtm cord got really warm/hot. Pt reiterated details about code "rm08." Pt had blown into the controller port to try to clean contacts inside controller. During the call, the relay box was heating up. A replacement controller was sent out. Pt called back stating they received a controller and was trying to pair and did not know what to select from numbers format screen. Reviewed. Pt said while pt was waiting in que they already figured out how to pair and no longer needed help. Pt then went to repeat what was previously documented: rm08 and rtm got hot. Pt then shared they took t he recharger, wrapped it up and put it on the refrigerator to cool it down. After about an hour pt used it to charge and it is no longer hot. Now it is cooler than their hand. No more error code came up. Pt said ins was at 100% and still charging with excellent recharge quality. Controller was at 80%. Pt confirmed it was working. Pt then repeated again they turn stim off during the night because pt does not need therapy when they are in horizontal position and it is taking pressure of their lower back. Pt turns off stim when charging because it charges quicker. Ins charges in a little over an hour. When pt used to live in ca pain meds were prescribed by pcp and pt was doing pain meds for 16 years. Pain meds are finally getting to pt. 'It is making me evil'. Pt is now in nevada and getting a referral to pain hcp. But pt already went through withdrawals for 1.5 week. Pt says 'why do I need to get this meds again and go through withdrawals'. Pt finally got a night sleep last night. Pt then said ins covered 30% of pain, pain meds covered probably 70%. Pt has been off pain meds and does not want to go back to it. Pt has been taking ibuprofen and it helped, pt was at 80% pain relief. Pt also mentioned it was hard climbing the stairs down in the morning. Additional information was received from the patient. Pt called back from number registered re-reporting information previously documented in this case. Pt stated rm08 displayed on the ptm again today. Pss noted today was the 3rd time pt was reporting code. Pt said the ptm also threw another code today saying the battery needed to be replaced. Pt said they took the battery out/back in without resolving the issue. Pt said they were unable to recharge the ins due to problem with rm08. Pt said ptm was 90% at the time and ins had reached 50%. Pt mentioned they had an appointment today with their pain management doctor at 1:40. A replacement rtm was sent to the patient.